Event description:
It was reported the customer had an introducer needle break upon removal of their sensor from the box. Customer stated they were unable to insert the sensor because the needle was already retracted before removing from the package. Customer also stated the needle was unattached from their sensor. The customer could not recall any significant event leading to the needle break as they had just removed the sensor from the packing. The customer's blood glucose was unknown. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.